Event description:
As reported via the edwards clinical specialist, during a transfemoral tavr procedure, at the time of removal of the 22fr retroflex3 sheath, the sheath became stuck and the iliac artery was perforated. The sheath was removed, two covered stents were deployed and vascular surgery was called for the final repair. The incision was closed and the patient was transferred to the ICU in a stable condition via stretcher. According to the case summary, the patient was prepped and draped in a usual sterile manner. The right groin was used to obtain percutaneous access for the planned 22fr tavr sheath. Serial dilatation was performed using all dilators and the sheath was introduced without any difficulty. The rf3 delivery system was introduced and the valve was deployed successfully. The rf3 delivery system was removed without issue. Upon sheath removal the sheath became stuck. The operators continued to remove the sheath when they noticed that the vessel had perforated. A peripheral balloon from the contra lateral side was deployed to maintain hemostasis. Two covered stents were deployed and vascular surgery was called for the final repair. The incision was then closed and the patient transferred to the ICU in stable condition.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths and dilators such as severe obstructive calcification or severe tortuosity. Per the edwards training manuals, pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the patient's minimum luminal diameter (mld) was measured to be 7.0mm and the access vessel was noted to have mild calcification and tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported vascular event cannot be confirmed; however, it is possible that the borderline vessel size along with calcification and / or tortuosity not appreciable on imaging caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.